Event description:
Per the clinic, the patient developed an infection at the surgical incision site and subsequently was treated with antibiotics (specific type and duration not reported). However, the issue did not resolve and the device was explanted on (B)(6) 2026. The patient remains hospitalized (specific date not reported) for ongoing management. It is unknown if there are plans to reimplant the patient as of the date of this report.